Manufacturer narrative:
(B)(4). Batch # m9161r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the procedure, the titanium tip was broken after using for 30 mins. There was no report on patient injury.